Event description:
The reporter contacted animas on (B)(6) 2015 via e-mail correspondence alleging that the insulin pump was not working correctly after being worn through airport security. The reporter stated that upon contacting the health care provider, the reporter was advised to contact animas for a new pump to be sent out as soon as possible. Animas customer support made several attempts to contact the reporter in follow up, but was not successful in reaching the reporter. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved as troubleshooting by animas customer support was not able to be completed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.